Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the neutral electrode was not made available for an evaluation.). A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the unit. In addition, no anomalies were found in the device history record (DHR) of the esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the description of the event, most likely once diathermy was applied, combustion occurred due to the presence of a flammable disinfectant and/or its vapors [note: presumably an alcoholic povidone iodine solution.]. There are warnings in the erbe esu user manual addressing these issues (i.e., not to use flammable disinfectants or if using a flammable disinfectant, it must be dry/completely evaporated prior to activation.). No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a cesarean section. The esu was used with an erbe nessy omega neutral electrode (part number 20193-083, lot number 240521-2409) [note: the neutral electrode and was attached to the patient's left calf.]. No information was provided regarding any other accessories used in the surgery. The equipment's settings were spraycoag mode, 70 watts. During the cesarean section, the patient suffered burns to her lower abdomen and left upper thigh. No details were provided regarding the severity of the burn, etc. Or if any treatment was provided to address the necrosis.